Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima closed IV catheter system: 24g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the head nurse of the neurosurgery department reported that when preparing for indwelling needle puncture, she found a foreign body at the tip of catheter tube and could not use it.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue was not confirmed upon inspection of the photos. The photos do not supply enough evidence to confirm the reported issue. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd saf-t-intima closed IV catheter system: 24g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the head nurse of the neurosurgery department reported that when preparing for indwelling needle puncture, she found a foreign body at the tip of catheter tube and could not use it.